Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available.

Event description:
It was reported the patient's blood glucose level rose to greater than 19.4 mmol/l (350 mg/dl) while wearing the pod between 37 and 48 hours. When the pod was removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a new pod was applied.